Event description:
Customer reported unexpected negative reactions with capture-r ready screen pooled test wells (crrs) on a sample known to contain anti-jka.

Manufacturer narrative:
The customer returned unopened product, the sample and biorad control for investigation testing. Returned and retention capture-r pooled, lot cw191, were tested. Positive reactions with the returned and retention capture-r pooled, lot cw191 were seen with the sample, biorad control and an additional specimen known to contain anti-jka.